Event description:
During deployment of bard denali ivc filter, the delivery system malfunctioned, and caused the filter to perforate the wall of the inferior vena cava. The access point for the filter delivery system was the right groin, and the venacavagram went normal, as planned. The position of the filter was determined, and the "pin and pull" mechanism was activated to deploy the filter. During this time, the pusher rod was noted to break free from the filter, and rather than pushing the filter out of the sheath, it bent on itself, and caused the filter to shift to a non-upright position. At this point, the only wa to get the filter out of the sheath was to pull the sheath back, and this caused the filter to perforate the wall of the ivc. Upon removal of the delivery device, it was noticeably bent. Next, a lateral venacavogram was obtained, showing clear perforation of the ivc by the denali filter. This perforation caused significant pain to the pt, and required further surgery to remove the filter.